Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The remstar device was returned to a third-party service center as with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of visible foam particles inside the blower kit and found blfm-blower foam degradation.   In addition, the device was found to have dust failure contamination and displayed error code e065 (err_stuck_encoder_a), e063 (err_stuck_knob_key), e066 (stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed. .